Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a left knee revision secondary to infection and loosening of the femoral implant. All implants were removed, the wound was copiously washed out and new implants were placed. The use of mako during the index procedure was not thought to have contributed to this complication. No further information available due to hospital policy.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 8; cat 5521-b-800; lot roz4ta. Triathlon ps x3 tibial insert; cat 5532-g-816-e; lot 1n5k5e. Triathlon asymmetric x3 patella; cat 5551-g-401-e; lot tar0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection & loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results. Not performed as the device was not returned. Clinical review. No medical records were received for review with a clinical consultant. Device history review. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review. No other similar events were reported for the lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10 ^-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. If device and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.